Event description:
Additional information received on (B)(6) 2015 from a manufacturer's representative provided the serial number of the programmer associated with the reported event. The cause of the memory error was undetermined and no printouts were available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported the pump was attempted to be updated after a replacement and when they went to program it a memory error occurred. The pump was interrogated again, the programming was updated to desired settings, and the pump was updated again. It was noted this solved the problem and the pump was successfully updated with the correct programming following the memory error message. The drug being delivered via the device system was baclofen. If additional information is received, a follow-up report will be sent.